Event description:
A patient contacted baxter (B)(4) regarding assistance with a system error 2240 while using the homechoice during a drain. The patient stated she disconnected from the hc and had already cleared the system error 2240. The patient stated she was in the last drain. (B)(4) explained that a large amount of air had entered into the disposable set. (B)(4) then advised the patient to close the clamps, disconnect, and discard the supplies. (B)(4) also advised the patient to finish therapy with manual supplies. No injury or medical intervention was reported.

Event description:
On (B) (6) 2010, the patient care manager (pcm) from the facility called to report an extension set in which the outside diameter (o.d.) Of the tubing was not compatible with a flogard 6301 pump (B) (4). The set tubing was being used for renal replacement therapy on a (B) (6) female patient on (B) (6) 2010. The pcm stated that the patient's therapy was interrupted and the patient lost 10-20 milliliter's of blood. The patient's treatment was delayed for an indefinite period of time. The facility is experimenting with different tubing to use with the flogard to complete patient treatment. The facility is alleging that baxter has made a change to this tubing recently. The reporter spoke with baxter medical information and was informed that they are using this tubing off label copy use. The facility is performing continuous veno-venous hemodialysis (cvvhd) and continuous renal replacement therapy (crrt) therapy and primes the circuit with blood from the blood bank. The facility had to aspirate the patient's catheter resulting in an approximate 20-30 milliliter blood loss. The patient is now doing fine. This facility is not aware of any other option available for treating patients under 20 kilograms. The explanation of the set up per the pcm is listed below: the extension set is connected from the patient, through the pump and then is connected to another non baxter set that connects to a dialyzer that connects another non baxter set that goes back to the patient. The pump is a baxter flogard 6301 which does not use a key to function. There is an air detect clamp within the pump that allows it run without a key.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B) (4)no failure was reported for this pump and therefore, the device will not be returned for evaluation. This report is related to previously submitted manufacture report number 6000001-2010-00581.